Event description:
Insertion tool could not be removed from dental implant. The implant had to be removed.

Manufacturer narrative:
Insertion tool could not be removed from dental implant. The implant had to be removed. The insertion tool that had jammed in the implant could be removed by force. The damage pattern indicates that high torques were applied, as result of overloading caused by user.